Event description:
On may 17, 1994 distributor received pt follow-up information indicating that the pt has recovered from the corneal perforation. The pt's eye is now quiet and the cornea is clear.our investigation revealed that this event was attributable to improper assembly on behalf of the useer (user error); the surgeon has been informed of the proper setup for the device.